Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 48 mg/dl. The customer's expected fasting blood glucose test result range is 85 - 92 mg/dl. At the time of call on (B)(6) 2017 , the customer felt well and did not report any symptoms. The customer stated she did not feel any hypoglycemic symptoms at the time of receiving low result of 48 mg/dl (fasting) on (B)(6) 2017. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 09/30/2018 and open vial date at time of call is three weeks. Customer stated she has not had any recent changes in diet, exercise, or medications. Customer stated she takes glipizide and actos for diabetes management. The meter memory was reviewed for previous test result history (date/time not set): 87mg/dl (B)(6) 2017 10:39 pm fasting:yes; 85mg/dl (B)(6) 2017 07:07 am fasting:yes; 70mg/dl (B)(6) 2017 07:57 am fasting:yes; 72mg/dl (B)(6) 2017 10:25 pm fasting:yes; 48mg/dl (B)(6) 2017 06:07 am fasting:yes; memory concerns:48mg/dl.